Manufacturer narrative:
Date of event: (B)(6) 2015. Exact day unknown so date received by manufacture is used. A sample is available but not yet received. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient was injecting insulin in her thigh using a bd 31g x 8mm micro-fine pen needle. She felt abnormal resistance and when the pen needle was retracted from her leg she noted the needle was missing. She went to the ER but they were unable to find the needle. The patient followed up with her gp and an attempt to extract the needle surgically was made but the needle was not retrieved. She received an x-ray and a follow up surgery, but the needle was still not located. At the time of the report, the patient was not experiencing any adverse physical consequences. She plans to return to have her stitches removed and will follow up with her internist.

Manufacturer narrative:
Result - one used sample was returned for evaluation. A visual/microscopic inspection was performed and found the broken patient end of the cannula. No indention mark was observed on the hub post. A review of the device history record cannot be completed as the lot number was not provided for this incident.conclusion: this incident has not been attributed to the manufacturing process at this time. An absolute root cause for this incident cannot be determined.